Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2016 with the following findings: investigation revealed that the pump¿s battery compartment was cracked at the case seal. The pump¿s cover was removed and an intermittent condition was found to the cgm module due to a cold solder connection with the printed circuit board. Unrelated to these issues, investigation revealed that the audio bolus button cover was torn and a review of the black box and cgm history showed evidence of a cs215 cgm failure warning that was not duplicated during testing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Evaluation also revealed an intermittent condition to the cgm module due to a cold solder connection with the printed circuit board. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/01/2016.